Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The returned device had a scratched screen and the dso sensor seal had bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, the dso sensor was found to be defective causing the reported complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: updated fields: b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involved in the incident. The event date ((B)(6) 2020) of the incident was also provided.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.